Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 26 mg/dl (inform ii meter) and 89 mg/dl (lab). Neonate's hematocrit was 70% which is outside the limitation range of 10-66% required to use the reagent. No adverse event was reported. The alleged product was requested for evaluation.